Event description:
The company received a report where it was claimed that after eight days patient use, the cuff developed a leak. The caller confirmed that extubation and recannulation of replacement tube was required.

Manufacturer narrative:
Conclusion not yet available. Pending receipt of sample for investigation.